Event description:
It was reported that when the device, with reload cartridge, was used during a colectomy procedure, it did not staple. Another device was used to finish the case. A small amount of additional bowel was resected to close the bowel. The case was completed with no further consequence to patient.